Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by turbid pd effluent and abdominal pain. It was not reported whether the patient was hospitalized for the event. On an unreported date, the patient received an unspecified treatment for the peritonitis. The outcome of the peritonitis event was not reported. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.